Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d8, h2, h3, h4, h6, h10, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: found water container tray was cracked, and top cover was chipped. Based on the results of the investigation, the most probable cause is component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump had a crack on the casing. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the flushing pump had a crack on the casing. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.